Event description:
It was reported that patient's tens unit, when placed directly over her device, was interfering with her neurostimulator. She started to "leak". Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).